Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an possible under delivery. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis was treated with hospitalization: overnight stay, emergency medical services/ambulance/emergency room visit, IV insulin drip (intravenous insulin infusion), and manual injection/insulin pen with the symptoms of confusion/disorientation, malaise, infection, upper respiratory tract, fatigue, blurred vision, dehydrated, nausea, dyspnea. The event involved product(s) mmt-242a, mmt-1880, mmt-332a. Troubleshooting was performed and the customer was not using the auto mode/smartguard feature at the time of the event. Also the customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-242a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery related alarm (s)/alert (s) noted during testing. In further full review of the pump history/traces on the event date of 17-jan-2025, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 17-jan-2025 listed on smartsolve. Dailytotalcollectionstarttime: 01/17/2025 00:00:00.000 dailytotalofallinsulindelivered: 494000 (49.4 u) dailytotalofbasalinsulindelivered: 494000 (49.4 u) dailytotalofbolusinsulindelivered: 0 (0 u) the pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 17-jan-2025 in the formatted history file. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.42 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for blank display (pump is no longer working) and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.